Manufacturer narrative:
During a wellness check, the user mentioned that he was in hospital and was not using the system. User didn't specify the reason for being in hospital. Multiple attempts were made to contact the user to gather further information. However, no response was received. Thus, no further investigation of the complaint was possible. B4. Date of this report 05 may 2025. G3. Date received by the manufacturer? 05 may 2025. H6. Medical device problem code updated to 3190. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where user was hospitalized and despite multiple follow up attempts with the user to gather additional information there was no response from the user. As per dms user was not using the system since (B)(6) 2025.